Event description:
During an in-clinic follow-up, high impedance and failure to capture were detected on the left ventricular (lv) lead due to a dislodgement. The lv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.